Event description:
Per the clinic, the patient was unable to use the device due to cochlea damage. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.